Event description:
It was reported that the 9800 system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The psi power supply was found to be bad during the service call. The customer canceled the service call. A follow up report will be filed when additional details become available.